Manufacturer narrative:
Correction h6: d code updated to d14.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The image and video submitted with the returned device appear to show distortion on electrode 1 and a loss of signal on the distal bipole. Electrical testing of the returned device determined electrodes 1-4 met specifications for acceptable resistance values with no open or short circuits detected. A simulated ablation test was conducted and no display issues or loss of signal were noted during ablation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the reported event remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a cyro procedure, the catheter was attempted to be used, however distortion was noted. A second attempt was made, but the same issue occurred and the system displayed an error message. The system was replaced, and a new case needed to be started. A new case was started but the new system would not connect even though the light on the system was green. The system was then switched back to the original system, which connected successfully. The catheter was replaced and the system was unplugged and re-plugged into the power source box and the procedure was completed with no adverse patient consequences. A clinically significant delay occurred due to this issue.